Event description:
The info received from the affiliate stated while dilating the popliteal artery of a 53 year old pt (side unk), this balloon burst. The pt's vessels were calcified and tortuous. Access was made at the femoral artery and there was no difficulty crossing the lesion. The physician used a hand injection to inflate the balloon, therefore the rate of burst pressure is unk. The balloon was safely removed and another balloon was used to complete the procedure. There was no pt injury.